Event description:
It was reported that during an open small bowel resection procedure, the stapler deployed but didn't go all of the way through the tissue. I have two reloads to send in because the staff was not sure of which reload failed. There were no patient consequences. No new reload was opened, so the surgeon over sewed as a precaution.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.